Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. According to the information received, the patient developed bilateral thickening of areola skin, bilateral serous draining from the areola. Visual examination indicates the device appeared intact. No anomalies were found. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: scarring and impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with a 200cc mentor memorygel breast implant on the right side and with 175cc mentor memorygel breast implant on the left side and was presented with thickening of areola skin, bilateral serous draining from the areola, and right breast itching and rupture that was observed on (B)(6) 2017. The implant incision site was peri-areolar. Per additional information received on 11/6/2019, both devices were intact upon removal. The devices were explanted without replacement on (B)(6) 2017. This report is for the patient¿s right-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on 2/18/2022, it was decided to add code seroma to the right side to more accurately capture the reported event. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).